Event description:
It was reported that the system was inaccurate on multiple pts. They used a catheter on a pt to confirm the inaccuracies. No pt injury was reported.

Manufacturer narrative:
The reported failure was confirmed. The probe read high/low and was making unusual noises during scans. Also the dcm failed. There was no evidence of customer damage. The unit needed to be replaced.